Event description:
It was reported that when a command guide wire was removed from the packaging, the coating on the tip had an unusual appearance. The coating was not torn. The guide wire was not used. A new command guide wire was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed that the polymer coating was torn and separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported unusual appearance of polymer was confirmed via returned device analysis. Additionally, the polymer coating was torn and separated. Based on the visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.